Event description:
Two cartridges wouldn't fire.manufacturer response for stapler, (brand not provided) (per site reporter).======================took description of incident, issued rga#, and sent return kit. Shipped out replacement product. Analysis results received.